Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had issues with drawer 2.1 and c4 not opening. In the pyxis the drawer had opened but the pocket didn't pop up the lid. The rn was unable to get the meds from the device and had to get from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ es medstation - cl-1erf - smart cubie wont open - wont recover. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and pocket would not open. A field service engineer assisted the pharmacy tech for the pocket recovery procedure. The system functioned as intended after the field service engineer troubleshot the device.